Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, air bubbles were observed in the patient line. Customer's blood glucose level was 293 mg/dl. Reportedly, the occlusion was resolved and insulin delivery resumed.